Event description:
The health care provider confirmed that the patient came to the clinic to be reprogrammed and have his device charged. He was fine after the session and there were no further issues. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect. The last successful recharging session was 2 to 6 months ago. The ins became overdischarged. He had health issues unrelated to the device which resulted in him not using his ins or recharger since (B)(6) 2012. He has been on pain medications but now has been having pain across his lower back and down his left leg. He started to get the 'tingles so it has not gotten bad yet.' It was later clarified that the patient had increased baseline pain. He experienced paresthesia and numbness in both legs. The pain was also in his right leg. The ins was not charging. He has had five surgeries and 'doesn't understand life right now due to alzheimer's.' It was thought that it was back surgery three or four that he was in leg braces, a back brace and walker. He could not walk, could not feel his legs and needed a permanent catheter put in due to nerve damage in his back. When he was in pain, he would be 'up at night complaining.' There was concern about 'pain causing problems with your heart.' Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)